Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported the ventilator touchscreen was broken. There was no patient impact.

Manufacturer narrative:
The customer used a third party to facilitate the troubleshooting and repair process.